Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Anticipated but not begun.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the contact was unable to recall the amount of insulin that had been delivered since the cartridge had been loaded. The customer's blood glucose level was 185 mg/dl.